Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown screws, quantity 2. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Information received from synthes (B)(6) reports on an incident from (B)(6) as follows: from a presentation of incidents between 2009 and 2011: no breakage of the implant recognizable. Two screws are loosen in the proximal part. Reoperation was made with the removing of the loosening screws. Post revision was successfully healed. No further information available. This report is for unknown screws. This report is 1 of 2 for complaint (B)(4).